Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on how to reset the pump, and the customer successfully completed the reset without the malfunction recurring. The customer was advised to continue using the pump and to reach out again if the issue reappears.